Manufacturer narrative:
The insulin pump was received with frozen screen due to moisture damage on the electronics. Failure analysis was unable to verify battery out limit alarm during failure analysis due to frozen screen. Moisture damage was also found on the motor. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, and minor scratched display window.

Event description:
The customer reported via phone call that they had a battery out limit on the insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.